Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the synchroseal instrument exhibited an unspecified failure upon installation and a burnt portion was observed. The user attempted to remove the instrument using the release mechanism (slider); however, the slider was too hard and the jaws would not open properly. The user indicated that they "attempted to lock the jaws to keep them open, but could not do so, and eventually the lock button was damaged." Use of the instrument was discontinued. The user continued the procedure using a backup with no further issue reported. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the instrument was not inspected prior to use. The instrument was used for actual vessel sealing. The instrument did not arc. The issue was observed when instrument was removed and it was outside the patient¿s body.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. Although the complaint was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the synchroseal instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Inspection found a broken grip open lever at the proximal end of the instrument. The missing piece was not returned for evaluation. The complaint was confirmed by failure analysis. The probable root cause is associated to mishandling and misuse.